Event description:
It was reported that the faradrive sheath could not pass through the angle due to resistance. The patient had severe tortuous anatomy and percentage of stenosis was approximately 80 percent. The procedure was completed using a different faradrive sheath. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific was unable to confirm the reported allegation of difficult to cross septum. Visual inspection of the faradrive sheath found no abnormalities. Function testing observed a successful engagement of the deflection mechanism, achieving and maintaining the intended curvature. Dilator and sheath interface was successful as the dilator was able to be inserted smoothly into the sheath and audibly snapped into the valve housing. The outer diameter of the tip of the sheath and dilator interface was measured and found to be conforming to the design specification. Microscopic inspection of the sheath and dilator interface shows the distal tip is uniform and does not exhibit any anomaly. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the events of difficult to cross septum are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of adverse event related to patient condition and supporting evidence that came to this conclusion. Device analysis of the returned sheath did not identify any abnormalities or anomaly that could have contributed to the reported allegation. The complaint summary indicated that the patient had a severe tortuous anatomy, and based on historical investigations, this condition likely impeded the smooth advancement of the sheath and dilator into the patients anatomy. During device testing, no device issues were found.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive sheath could not pass through the angle due to resistance. The patient had severe tortuous anatomy and percentage of stenosis was approximately 80 percent. The procedure was completed using a different faradrive sheath. No patient complications occurred. The product is expected to return for analysis.